Event description:
In 2007, the pt reported that he went to bolus and noticed his infusion device had shut down without warning. He stated he attempted to change the batteries prior to the report and he was not able to re-start the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No further info is available. Product was requested to be returned for eval.